Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10222. It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70-90% stenosed, de novo target lesions were located in the non-calcified proximal obtuse marginal and non-calcified right coronary artery (rca). Two stents, a 3.50 x 32 synergy¿ drug-eluting stent and a 3.00 x 32 synergy¿ drug-eluting stent were implanted to treat the lesions. During post dilatation, it was noted that the distal part of both stents got deformed reducing the diameter and resulting in foreshortening and recoil. Both stents were dilated with balloons. No patient complications were reported and the patient's status was fine.